Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit did not inflate. There was no patient involvement.

Manufacturer narrative:
One sample of device was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was conducted and it was noticed the cuff presents a cut. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.